Event description:
There recently have been three reported incidents of an extension tubing becoming disconnected from a threaded-lock cannula. The first instance on tuesday/wednesday, 10/4/94 resulted in a pt's death. The other two instances did not result in pt-related problems. The second was on 10/6/94 and the third was over the weekend of 10/8-9/94. The lip on the connector does not appear to securely engage the ridges on the luer lock. Even when the connection seems secure and does not leak, it can subsequently disconnect.